Event description:
It was reported that t2 could not be triggered. Therefore, t1 had to be removed. There was no significant delay or patient injury reported.

Manufacturer narrative:
Three 72203721 fast-fix 360 curved needle delivery system devices were returned. These devices have three separate complaints opened from the same physician. This is not a serialized product. The devices did not arrive identified to which complaint each is affiliated with. Due to the lack of identification, we are obliged to evaluate these, as received, in a group of three. The devices received in good to poor condition. Device #1 was received without t1, t2 or suture. It is in good condition. There is no obvious bend, bow or twist of the delivery needle. The device cycles and actuates as expected. Device #2 was received without t1, t2 or suture. It is in good condition. There is no obvious bend, bow or twist of the delivery needle. The device cycles and actuates as expected. Device #3 was received in in poor condition. It was returned without t1. Suture was cut at t1 location. T2 and balance of suture were still within the needle track. The delivery needle was bent and twisted. The device still cycled and advanced with drag. T2 was deployed despite the damage. Root cause cannot be confirmed as the customer has not clearly identified a single device appropriate for this complaint.